Event description:
Additional information received via email from customer on 04-nov-2021: customer response was received with new information pertaining to the complaint reportability decision: pt information unknown event date occurred between 23 oct 2022 and 25 oct 2022. Event occurred while in use with the pt. No pt injury. Event outcome unknown.

Event description:
It was reported that the fentanyl ran out of a cadd solis pump faster than it was supposed to over this past weekend. The nursing staff put in a ticket with our biomed department to have the pump checked. Biomed checked the pump, and he did not see an issue. No adverse patient effects were reported.